Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button was not functional. The rear response button cover was missing and the metallic center dome was missing, causing the failure. The root cause of the missing dome cannot be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a monitor's response buttons were not functioning.